Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 2 minutes: 218 mg/dl (lot 478936) and 94 mg/dl (lot 478881) with the same accu-chek nano meter.